Event description:
It was reported that the device was used during a gastrectomy procedure; the cartridge stopped working during the firing. The tissue was cut and some staples closed. Some staples did not close. Opened another device to complete the case. There was no consequence to pt.